Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was adjusted and the recipient's issues have resolved. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain and headaches with device use. The recipient was advised to discontinue use until magnet strength could be adjusted.